Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed a s necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a (B)(6) year old male patient had an increase in intraocular pressure (iop) following a pars plana vitrectomy, laser and gas bubble for a vitreous hemorrhage in his left eye. On post operative day one the patient presented in the office with an intraocular pressure of 72mmhg and hand motion visual acuity. The surgeon removed some of the gas in the eyes and the patient was placed on a medication therapy. The surgeon is not sure if the cause of the increased iop was the technician or the system gas fill. The patients symptoms have resolved with treatment, iop is currently 24mmgh. There has been no improvement in the patient's visual acuity as the patient had a poor prognosis going into the surgery. This is the second of 2 reports.